Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) presented in storage mode four months post implant. The patient has not been exposed to MRI and it is unknown if there has been radiation therapy exposure.